Event description:
It was reported that one week post implant, the patient's right ventricular (rv) lead dislodged and exhibited decreased r waves, low pace impedance, and low defibrillation impedance in both rv and superior vena cava (svc). The lead was repositioned and remains in use. This patient is a participant in the product surveillance registry study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.